Manufacturer narrative:
(B)(4). A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a high drain 101 alarm on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The hp reported having no issues during the previous night¿s therapy or with the set-up of the current therapy. The hp refused to swap the device and completed therapy using the hc. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.